Event description:
Reportedly, one week after implantation of the pacemaker involved in this MDR report, intermittent pacing failure was observed. During the re-intervention, a pull test was carried out on the ventricular lead after the pacemaker was taken out from the pocket, and the lead was pulled out from the port easily even though there were some slight resistances. The device was explanted and returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
On 09/07/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.